Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the bronchial tree of a patient during a stent placement procedure on an unknown date. According to the complainant, the indication for the stent placement was for treatment of a malignant lesion within the bronchial tree. No dilatation was performed prior to the stent placement. The patient¿s anatomy was reported to not be tortuous. No visible issues were noted to the device. During the procedure, an ultraflex tracheobronchial stent was implanted within the bronchial tree with no reported issues. However, immediately following deployment, the physician noticed that the silicon ring on the distal end of the catheter had detached inside the patient. The physician removed the delivery system from the patient and subsequently went back into the bronchial tree to remove the silicon ring. The procedure was completed with this stent. There were no patient complications as a result of this event. The patient¿s condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.